Event description:
A report was received that the pt was experiencing drainage at the ipg site. The physician opened the pocket, washed the pocket out with antibiotics and relocated the pocket. The physician stated that the drainage was not device related. The pt was reportedly doing well following the procedure.